Manufacturer narrative:
An event regarding marks/stains involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was completed on the device returned in the opened packaging and confirmed that femoral component had marks/stains on its internal fixation and external bearing surfaces. However, due to an unintended decontamination of the returned device, both the triathlon manufacturing cell and the packaging cell indicated that because of the unintended decontamination, it cannot be determined that this issue occurred in the (B)(4) manufacturing facility. Medical records received and evaluation: not performed as no medical information was provided. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: a review of both the triathlon manufacturing cell and the packaging cell indicated that because of the unintended decontamination of the returned device, it cannot be determined that the observed marks/stains originated in the (B)(4) manufacturing facility. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
There was a mark/spot on the lateral posterior condyle of a left femur implant, possibly a water mark. Surgeon found prior to implantation and requested a new implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
There was a mark/spot on the lateral posterior condyle of a left femur implant, possibly a water mark. Surgeon found prior to implantation and requested a new implant.